Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/21/2023, it was reported by a sales representative via sems that an ar-11240xl widebiter punch xl was broken; the surgeon was unable to bite with the instrument. Once discovered, the device was set aside, and no fragments remained inside the patient. This was discovered during an unspecified procedure, with no adverse event or patient harm.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-11240xl serial/batch number (B)(6) was received for investigation. Functional testing found that the jaws are not actioned when the finger is pressed. Visual evaluation found signs of wear and tear. Laser lines faded. The most likely cause(s) for the reported failure is the wear and tear damage incurred over repeated usage. Per dfu-0255 section e, inspection and maintenance, devices with cutting functions or sharp points become dull with continuous use. This condition does not indicate a device defect. This condition indicates normal wear. Dull devices may require replacement or discard if they no longer perform as designed. Inspection prior to use should include verifying the cutting ability and sharpness of these points and edges.